Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to the station being disconnected from the network for an extended period, preventing data synchronization. The field service engineer located the station, moved it to the pharmacy, added it to the network, updated remote support service, temporarily turned off data synchronization and backup services, and contacted customer for consultation before escalating the case to technical support specialist. To complete the repair, the tss synchronized the station with the server and confirmed partial data upload. Since older transactions could not be uploaded, the remaining data was extracted into an excel file containing patient information. The station was successfully brought back online and made available for user access. The system functioned as intended after the technical support specialist and field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device was not communicating. The customer stated that this malfunction occurred while dispensing the medication and the user was unable to pull medications. There were no adverse events or injuries reported based on this event.